Event description:
The procedure was an endovascular repair of an abdominal aortic aneurysm with a stent/graft. The physician inserted the perclose proglide suture-mediated closure system percutaneously in the usual manner. He then activated the device. Upon pressing the release lever, he could not remove the device. After several attempts to release the device, he made an incision. The area of the vessel where the closure device was caught was accessed and the device was removed. It was stated that either the device malfunctioned or the plaque in the patient's vessel was so hard that the device could not be released. The device was removed from the sterile field. The device and packaging were saved.